Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed objective lens adhesive peeling issue could not be determined, however, the issue was likely the result of repetitive use stress, external factors, or user handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the bending section cover had a scratch. The device evaluation found the adhesive around the objective lens was peeled off. Additional findings include the following: water tightness was lost due to a dent on the distal end, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the bending section cover adhesive had a chip, and the image had white dots due to damage to the charged coupled device unit. The following findings had a scratch: the light guide connector, the light guide cover glass, the video connector case, the video connector, the protector of the video cable section, the forceps elevator lever, the right / left / up / down plate, the angulation lever, the grip, the control unit, and switch 1. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative on behalf of the customer reported to olympus, the endoeye flex deflectable videoscope had a pinhole on the bending section cover. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive around the objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.